Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I am in the pain right now') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain in my lower back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain, back pain and weight increased outcome was unknown. The reporter considered back pain, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event weight gain. Updated event pelvic pain as serious event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.